Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had visible silicone. The following information was provided by the initial reporter: it was reported that excessive presence of silicone inside the syringe before use.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and one physical sample was provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe. Due to the viscosity of the lubricant, it is possible to see evidence of it, especially when moving the stopper from being fully seated at the top of the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper over the shelf life of the device. The silicone employed in this product is a non-toxic, medical grade silicone authorized for product use. Iso standard 7886-1 requires a biocompatible lubricant to be added and defines an allowable amount, which bd strictly adheres to. We continuously monitor silicone levels throughout our manufacturing process and apply rigorous quality controls to ensure compliance with both regulatory requirements and our own high-quality standards. A review of silicone content testing for lot 2502094 confirmed that all values were within established limits. The sample underwent these same tests and found the syringe was slightly above specified limits. A device history review was performed for the reported lot, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. It is possible that a dosing error or a brief stop in the manufacturing line caused a syringe to remain under the silicone dispenser longer than intended. Our procedure requires that any components remaining under the dispenser for more than 10 minutes be discarded. If the pause was shorter than this timeframe, the component would not have been removed, and a small leak from the dispenser could have contributed to the excess silicone as seen in the sample identified. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.